Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service. During service, technician found that the hose was torn, the tool coupling was faulty and the hand switch did not function due to normal wear. Also was noticed that the device exceeded the expected temperature results. Flex, motor, tool coupling, and hose were replaced.

Event description:
It was reported that there was a cut at the base of generator connection. Report 1 of 1 (B)(4).